Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead caused a red alert to be declared due to high shock impedances. The patient's physican is aware of the sitiuation and the pacing system remains implanted at this time. The patient will be monitored closely. No adverse patient effects were reported.